Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient's stimulation had turned off once by itself 2-3 years ago, and they couldn't figure out why. No further information was provided. No patient symptoms or further complications were reported as a result of this event.